Event description:
It was reported by the affiliate during a pph procedure that there was incomplete staple formation, only 7 staples formed. Incomplete cutting. There was no adverse pt consequence. One device returning.